Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported incident that the device would not read qrs through the defibrillation cable and only delivered one shock during use was evaluated but could not be verified during testing. Device logs from the event were reviewed and showed a user charge event; however, the device was registering a pads lead fault, which prevented discharge as designed. The defibrillator receptacle was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads and failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.